Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 62-69 mg/dl and juice was consumed to address the bg level. The customer did not provide the cause of the low bg. As the low bg had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.